Manufacturer narrative:
Received one used. List #cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer; lot #13635233. One used. List #unknown, chemolock connector; lot #unknown. One used. List #unknown, 20ml syringe; lot #unknown. A photo was also returned showing a cl3950, 8" (20 cm) ext set along wiith a chemolock injector connected to a luer lock syringe. There were no visible anomalies or damage observed. The chemolock injector was pressurized and confirmed to leak. The leakage was the result of a misassembled o-ring within the chemolock injector. The probable cause of the leakage is typical of a misassembled o-ring during assembly. The entire fluid path of the cl3950 extension set was pressurized without leakage. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. D10: 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer (cl3950), ICU medical. Additional contacts: (B)(6). Reporter position/department: product quality, safety. (B)(6). Phone number: (B)(6). Email address: (B)(6). (B)(6). Cqia, regulatory affairs / quality assurance manager. (B)(6).

Event description:
The event involved an unspecified chemolock injector where it was found during investigation the device leaked due to a misassembled o-ring during assembly. There was patient involvement however, no report of patient harm.